Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer was in the emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl. The customer experienced symptoms such as vomiting and thirsty. The customer was treated with morphine, insulin and medication for nausea. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and a21 error test. Device was monitored for 3 days. No unexpected power loss anomaly or blank display noted. Device had missing segments due to cracked and bleeding lcd glass. Device uploaded properly using carelink. Device had minor scratched display window.